Event description:
It was reported that power-on-reset (por) condition was noted. The por could not be cleared with the pt programmer. No pt symptoms, treatment, or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)